Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and somnolence ("pain med's did for me too was make me sleep"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain and somnolence outcome was unknown. The reporter considered pelvic pain and somnolence to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), somnolence ("pain med's did for me too was make me sleep") and scar ("scar tissue"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, somnolence and scar outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, scar and somnolence to be related to essure. The following information was received from social media bleeding, scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- bleeding, scar tissue. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and somnolence ("pain med's did for me too was make me sleep"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain and somnolence outcome was unknown. The reporter considered pelvic pain and somnolence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.